Event description:
Boston scientific crm received info from the pt's family member stating that the pt is deceased and the pacemaker did not keep her alive.

Manufacturer narrative:
Attempts to attain info from the field were unsuccessful. Boston scientific crm can not confirm the observation. No additional info is available at this time. If additional info becomes available, this event will be updated. (See scanned page).